Event description:
It was reported that during routine follow-up, an alert for low, out of range, pacing lead impedance was observed. Suspected externalized conductors on the proximal part of the lead located in the shoulder area was noted under fluoroscopy. Based on the review of the fluoroscopy images provided to st. Jude medical, the conductors are not considered to be externalized. There were no adverse consequences to the patient.